Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revision procedure, it was found the patient's left ventricular (lv) lead had fractured due to severe kinking in the pocket area. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.